Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. Pump drug information was not reported. It was reported that there was a reservoir discrepancy of 2-4ml. Environmental, external, or patient factors that may have led or c ontributed to the issue were not applicable. At the time of this report, no diagnostics had been performed yet. The patient had a follow-up pump refill scheduled for (B)(6) 2024 and the prescriber would decide then to do a dye study as needed. Surgical intervention did not occur and was not planned. At the time of this report, it was unknown if the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.